Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, peripheral neuropathy, and spinal pain. It was reported that the patient hadn¿t been able to pee for about 2.5 days and was self-catheterizing themselves. The patient¿s stomach started to hurt, so they went into the ER. The patient was having pain across where the stimulator is located and they have been taking pain medications. The patient reported that they have been having pain there for the last three months. The patient noted that they didn¿t know if their urinary function was shutting down due to their pain level. It was also reported that the patient was having pain in the area that the device is meant to treat. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.